Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s needle broke while being used in suturing the skin. New device was used to complete the case. A part of the needle remained in the patient's dermis and was extracted a week later. There was no injury caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the sample noted a suture and one needle. The needle was observed to be damaged at the swaged end and detached from the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp and cause the needle to disengage from the suture. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.